Event description:
The customer reported that the central nurse's station (cns) was not sounding alarms. They tried to reboot the cns to resolve the issue, but it was then boot looping and would not boot all the way into the cns application.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not sounding alarms. They tried to reboot the cns to resolve the issue, but it was then boot looping and would not boot all the way into the cns application. Technical service (ts) informed the customer that the hard drives may have failed. No patient harm was reported. Investigation summary: the customer explained that some units in this department were set up for sound, while others were not. The customer did not state whether this cns was set up for sound. The customer then called back to report that the cns was rebooting successfully after a maintenance service, which included cleaning dust and debris out of the device to allow heat ventilation. The cns was sent to nihon kohden for an evaluation of the sound issue. The reported issue could not be duplicated, and no issues were found. Separately, two hard drives were replaced as recommended: every two years or 20,000 hours. Since the reported issue was not duplicated, the root cause could not be determined. There is no indication that the cns had malfunctioned. A service history for this cns shows this is an isolated incident, and there was no recurrence history for this device. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 06/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/03/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 06/04/2021 emailed the customer via microsoft outlook for patient information: no reply was received. D10 concomitant medical device: the following device was used in conjunction with the cns: rns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Manufacturer narrative:
The customer reported that the cns will not sound out any alarms. The customer has checked the speaker and it works. The customer attempted to reboot the unit to resolve the issue, but now the unit is stuck in a loop in which it reboots every time it tries to launch the application. Technical service (ts) informed the customer that it is possible that the hard drives might have failed. The customer also mentioned that this is affecting the rns as well. The customer rebooted the rns and it botted back up just fine, just not getting any sound. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) will not sound out any alarms.